Event description:
It was reported that pump insulin gauge displayed amount different than expected, with pump showing 4 units while caller expected about 200 units, and caller was currently experiencing ongoing fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Caller confirmed use of room temperature insulin, removal of air from cartridge, and reuse of cartridge, and technical support educated caller that cartridges were intended for single use; caller declined to load new cartridge and chose to continue using current cartridge with plan to follow up if needed.